Event description:
Customer reports a fiber leak on reuse number 3 at the onset of treatment noted by a blood leak alarm and confirmed with hemastix. Est. Blood loss was 250cc. Treatment was continued with new disposables without incident. Pt was given vancomycin 500mg and gentamycin 80mg as prophylactic antibiotics. No pt injury or medical intervention reported.